Event description:
On (B)(6) 2019 an i.v. Station device passed an underdosed syringe preparation. The syringe contained only 4ml of neostigmine drug solution when it should have contained 5ml. The preparation was visually identified and there are no known adverse patient effects.